Event description:
The customer stated that it is difficult to read the display. The reported blood glucose reading was 82 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display goes blank whenever a button is pressed due to a problem isolated to the liquid crystal display board.